Event description:
It was reported that during a radiofrequency ablation (rfa) procedure, the patient had a burning feeling in the leg where the grounding pad was positioned. There were two marks visible on the patients leg when the grounding pad was removed after the procedure.